Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient experienced elevated blood glucose levels, vomiting, dehydration, and body pain, while wearing a pod between 36 and 48 hours. Despite multiple boluses delivered (via pod), patient's condition did not improve and bg ranged between 300 and 400 mg/dl. A urine test for ketones was conducted and found a "large" measurement. Patient was taken to the emergency room, however, hospital associated with said emergency room did not specialize in pediatrics. Subsequently, patient was transferred to another hospital and diagnosed with diabetic ketoacidosis. Patient spent 24 hours in the intensive care unit and 24 hours in a "regular room," thereafter. Device was removed from the infusion site (arm), however, no cannula abnormalities were seen nor smell/feel of insulin on skin or adhesive patch. As treatment, insulin and saline (via intravenous delivery) were administered, along with zofran and motrin for nausea and body pain.